Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil is up and down ways on side of uterus') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), tendonitis ("tendonitis") and arthritis ("arthritis"). The patient was treated with surgery (vaginal hysterectomy). At the time of the report, the device dislocation, pelvic pain, tendonitis and arthritis outcome was unknown. The reporter considered arthritis, device dislocation, pelvic pain and tendonitis to be related to essure. The reporter commented: waiting on her surgery date. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, tendonitis, arthritis". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-mar-2020: social media content received. Events tendonitis and arthritis were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil is up and down ways on side of uterus / right coil in uterus') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), tendonitis ("tendonitis"), arthritis ("arthritis"), palpitations ("heart pulpatations"), arthralgia ("joint pain") and menstruation irregular ("irregular periods"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, tendonitis, arthritis, arthralgia and menstruation irregular outcome was unknown and the palpitations was resolving. The reporter considered arthralgia, arthritis, device dislocation, menstruation irregular, palpitations, pelvic pain and tendonitis to be related to essure. The reporter commented: waiting on her surgery date. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, tendonitis, arthritis". The following information was received from social media heart pulpatations, joint pain, irregular periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added- joint pain, irregular periods. Reporter information were added. On (B)(6) 2020: social media received. Reporter information were added. On (B)(6) 2020: social media received. Reporter information were added. On (B)(6) 2020: social media received. Event added- heart pulpatations. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil is up and down ways on side of uterus') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (vaginal hysterectomy). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: waiting on her surgery date. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received added new event coil is up and down ways on side of uterus. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('waiting on my surgery date') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled surgery for essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ ones were described in social media : medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.